Manufacturer narrative:
The user-reported issue that fluid was back-filling into the primary bag could not be confirmed. The user contacted zyno customer service on 03/27/2017 that no affected IV sets was available to be sent to zyno for evaluation.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00006).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the unopened IV sets from the same lot #. A quality alert has been sent to the contract supplier on 01/10/2017. The manufacturer will follow up with the investigation actively.

Event description:
The user reported that "we hang a primary bag of IV fluids dropped down with 2 extensions from the IV pole. The primary bag tubing threads through the pump. Our bags with chemo are piggy backed at the top port. Even with the primary bag dropped low, the tubing fed correctly, setting properly entered, the chemo bag is back filling into the primary bag. This should not happen and we have not had this issue with any other pump we have used". This happened during patient treatment but no injury or harm of the patient was involved. "It happened 7 or 8 times over the last 3 days." The failed IV sets were not saved. The reported IV sets potentially had a back check valve issue.